Event description:
The pt underwent a bronchial embolization for repetitive haemoptysis due to inferior left segment (left lung) bleeding. The doctor used 300-500 micron bead block microspheres after selective catheterization of the bronchial culprit artery ostium with a 4fr cobra catheter. Around 12 hours post procedure, the pt felt intense chest pain and dorso-abdominal pain. A CT scan was performed showing microinfarction (probably due to systemic embolization) of the kidneys, pancreas, liver, and spleen. The pt had pancreatic enzyme elevation and proteinuria. There were no other complications reported. The pt is to be monitored in the intensive care unit for a few days, monitoring of renal function will be carried out for a few months.